Event description:
Boston scientific received information that noise was noted on the right atrial and shock channels of this device, however this could not be reproduced in clinic. The noise on the right atrial lead was also oversensed and led to inappropriate mode switches. A setscrew issue was initially suspected as the root cause of the issue. Multiple attempts were made to obtain additional information from a local representative in the field, however no further information about the event could be obtained at this time. No adverse patient effects were reported.

Manufacturer narrative:
With current information, the device remains in service with no remedial action yet taken. No further information is available. This report will be updated if more information becomes available.